Event description:
It was reported that the manifolds are clogging during total hip and knee procedures. The event occurred while using pulse lavage, before and after the implant. The nurse has tried moving the suction line to another manifold port, if that doesn't work then the nurse changes the manifold. Cases have been completed successfully without any procedure delays. There have been no adverse consequences associated with this event.

Event description:
It was reported that the manifolds are clogging during total hip and knee procedures. The event occurred while using pulse lavage, before and after the implant. The nurse has tried moving the suction line to another manifold port, if that doesn't work then the nurse changes the manifold. Cases have been completed successfully without any procedure delays. There have been no adverse consequences associated with this event.

Manufacturer narrative:
Updated product details.